Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pop off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® no additive (z) tubes caps are popping off. This was discovered during use. The following information was provided by the initial reporter: material no. 366703, batch no. 9095730. It was reported that the caps are popping off. 6 of 14: date of event: (B)(6) 2019. I am reaching out to you to bring an ongoing issue to your attention. We have been consistently having issues with caps (recapped) staying on one of our vacutainer tubes (clear top used for urine chemistries). I am not sure if this issue has been discussed with you already. These blue caps that are used for recapping purposes come from our automation line vendor and usually work fine with all other vacutainers that come from bd but this particular one. At this point, we really need to see what our alternatives are. The caps popping everywhere from these urine chemistry tubes are causing downtimes for us and extra manual handling for our teams. 05-nov: rcvd an email from the customer providing the following information: was there multiple patient involvement? Yes. What is the occurrence quantity? Minimum of 25 per day. Was there erroneous results? If yes, provide the details. No.